Event description:
One of pt's breast implants is leaking. Pt believes that it was a silicone breast implant. Pt believes that the breast implant started leaking 6 yrs later when she developed a staph infection on her face and nose. The infection caused her face and nose to swell. The breast which is leaking, is flat relative to the other breast. Pt said that the breast implants were recalled in november of 1999. After the leakage was noted, the pt called the MFR and was told that they had a replacement program but that it lasted until 2004. Consumer said that her implant doctor told her that the company has to pay for another implant.